Manufacturer narrative:
Clarification to a2 date of birth: year of birth was provided as 1966. Continued e.1. Phone number: (B)(6). The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii; rupture.

Event description:
Healthcare professional reported left side device rupture and capsular contracture, baker grade iii. The device has been explanted and replaced with another manufacturer's device.